Manufacturer narrative:
(B)(4). Concomitant medical products: the patient¿s medications include; acetaminophen, hydrocodone, amlodipine, apixaban, aspirin, probiotic, calcium, vitamin d, estrogen (topical cream), dicyclomine, docusate-senna, lisinopril, magnesium oxide, metoprolol, multivitamin, omeprazole, rosuvastatin and sodium chloride. (B)(4).

Event description:
The following information was reported to gore through the pivotal study for the gore® tag® thoracic branch endoprosthesis (tbe device): on (B)(6) 2017, pre-implantation imaging identified a zone 2 aortic aneurysm with a maximum diameter of 52 mm and a length of 11.5 cm. It was reported the right external iliac artery measured 8 mm, the left external iliac artery measured 9 mm in diameter. Reportedly, imaging did not identify significant calcium and/or thrombus at the proximal or distal implantation sites. On (B)(6) 2017, the patient underwent treatment of the aortic aneurysm, distal to the left common carotid artery ostium and proximal to the left subclavian artery, with five gore® tag® thoracic branch endoprostheses and a conformable gore® tag® thoracic endoprosthesis. It was reported, during the withdrawal of the 24 fr gore® dryseal flex sheath, through right external iliac artery, the distal arterial wall ruptured. There was reportedly no resistance noted during the advancement or withdrawal of the sheath. According to the report, no anatomical restrictions were noted in the area of rupture, however the reported 8 mm diameter of the right external iliac artery was considered to be marginal for use with the 24 fr introducer sheath. According to the physician, the rupture may have been caused by stenosis in the area that had not been appreciated on the pre-implantation imaging. Retroperitoneal bleeding was noted on angiography, however an intra-operative transfusion of blood products was not required. According to the report, the femoral artery was cut down and an interposition bypass was performed. Two gore® viabahn® endoprostheses were implanted into the external iliac artery and reportedly the rupture was successfully repaired.